Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown sheath and the catalog and lot numbers are not available. Carlo, m. D., borelli, g., gistri, r., ciabatti, n., mazzoni, a., arena, m., & petronio, a. S. (2009). Effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes. Catheterization and cardiovascular interventions, 74(3), 408-415. Doi:10.1002/ccd.22008. As noted in the publication by carlo et al., effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes; catheterization and cardiovascular interventions 74:408¿415 (2009); ten patients received transfusions after a transfemoral approach (tfa) was performed with traditional technique using an 11-cm long 6f cordis sheath. The intended procedure was a percutaneous coronary intervention (pci). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. Given the limited information provided, and without the return of the device for analysis or procedural films, the reported event ¿bleeding¿ could not be confirmed and the exact root cause could not be determined. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are also likely contributing factors. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As noted in the publication by de carlo et al., effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes; catheterization and cardiovascular interventions 74:408¿415 (2009); ten patients received transfusions after a transfemoral approach (tfa) was performed with traditional technique using an 11-cm long 6f cordis sheath. The intended procedure was a percutaneous coronary intervention (pci).